Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the core was exposed. A 6f,115cms viking¿ fixed curve diagnostic catheter was selected for use. During handling of the catheter it was noticed that the electrical wire was bared at the proximal joint. No patient complications were noted.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has exposed wires on the proximal end where the connector and insulation meet. The catheter connector mated to the test cable with no issues. An electrical test was performed on all electrodes and no shorts or opens were found on this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the core was exposed. A 6f,115cms viking fixed curve diagnostic catheter was selected for use. During handling of the catheter it was noticed that the electrical wire was bared at the proximal joint. No patient complications were noted.